Manufacturer narrative:
Device received. Evaluation in process. Method: the review of the device history record is attached. Results: no non-conformities found when device history record was investigated.

Event description:
The event description: deployment difficulty; stent released with excessive force; stent overstretched, cut one part removed; stent not released. 'The instrument made a "crack!" Noise when the stent was deployed approx. 20 mm during withdrawal of the outer tube for stent releasing. After the noise, the customer withdrew the outer tube, but the stent would not released. The outer tube was then withdrawn with excessive force and the stent was successfully released. However, the stent was so overstretched that the near side of the stent reached the stomach. The stretched part was cut by the customer. The other part of the stent left in the body will be removed and replaced with a new stent at a future date.' Additional information received on dec 10, 2014: the place of the event (B)(6); the patient had bleeding from the papilla; the exact target site was the area between the middle and lower parts of bile duct. The first device, which is not the event unit, was not long enough for the target site. The doctor intended to place the stent on the area between the end of hepatic portal region and papilla. As for the second device, the event unit, he was going to insert it into the papilla by passing it under the first device. As to the questions of tracking difficulty of the stent delivery system through the endoscope and of whether excessive force was used to reach the target site, the response was, "there was a stricture." Additional information received on dec 12, 2014: the event will be reported to the administration in (B)(6) by (B)(4). The event units have been forwarded to medinol. Additional information received on dec 16, 2014: the planned (B)(6) procedure was not performed because the patient has been achieving jaundice symptom relief. The stent in the body has been expelling bile. The condition of the patient is ok. Additional information received on dec 18, 2014, as reported: information correction: "complaint sheet for investigation" states that "the outer tube was then withdrawn with excessive force and the stent was successfully released." However, it was not the outer tube but the whole delivery system that was withdrawn with excessive force. The resistance between the outer tube and the endoscope was smaller than the normal resistance when the whole delivery system was withdrawn with excessive force, which resulted in the stent release failure.